Event description:
A cartridge alarm, specifically alarm 20, was reported by the caller. There was no reported impact to the customer's blood glucose level, though the caller declined to answer if levels exceeded 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Tandem technical support resolved the issue by sending a replacement pump with updated software while instructing the caller on several procedures related to the switch, including putting the faulty pump into storage mode before returning it. The customer acknowledged and understood all instructions.